Manufacturer narrative:
(B)(4). Initial reporter's phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from china that during an unspecified surgical procedure, it was observed that the reciprocating saw attachment device had an abnormally high temperature. It was unknown if there were delays to the surgical procedure. It was reported that a spare device was available to complete the procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearing was worn and some parts were not connected firmly. The device also failed pretests for check of free moving, check alignment of tool coupling and check the saw blade coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure from normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.